Manufacturer narrative:
The complaint notification associated with this device described that one screw in the proximal posterior axis is broken and one screw is missing. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on december 12, 2016. Three attempts were made to gather additional information regarding the user and the environmental conditions in which the device was used. The customer did not response. We can confirm that two bolts are loose. An exact reason for that could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one screw in the proximal posterior axis broke and one screw is missing. No fall or injury occurred due to this failure.